Event description:
It was reported that pump experienced malfunction alarm with code Malf 15, during which customer¿s blood glucose level rose and displayed as ¿High,¿ with specific value unknown. Customer gave correction insulin injection using manual injections, switched to daily injections as backup therapy, and did not require third-party assistance. Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.